Event description:
Hill-rom received a report from a hill-rom technician stating the brakes on the bed are not holding. The bed was located at the account on the 7th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to them being out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brakes to resolve the issue. Based on this information, no further action is required.